Manufacturer narrative:
Investigation summary: data review: console logs were consistent with what was reported in the complaint. Imc logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Device analysis: console ((B)(6)) was sent back fs for further investigation. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Device history lot: optical bench fw subcomponent with no lot or serial number required. Device history batch: subcomponent name: optical bench fw v2.20. Material number: 0042-96254. Lot number: na. Serial number: na. Device history review: are there an qns associated with the complaint device¿s most recent service report? Console (B)(6) underwent rework due to a nonconformance according to the (B)(4) which was un related to the failure mode. Subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? Have there been any other complaints against this console? No. Phr summary: an additional complaints has been made against this console. However, it was unrelated to the failure mode. (B)(4). On (B)(6) 2025 - aic controller error. (B)(4). On (B)(6) 2025 - aic clinical use issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Section a: patient information: all patient demographics are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) in use for patient support with an impella pump had controller error alarms. The aic was exchanged for another aic and the alarms were resolved. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation. Additional clinical details, including the pump in use at the time of event, were unavailable at the time of reporting.